Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50 serial#: (B)(4) description: scs 50cm iii lead model#: sc-1110 serial#: (B)(4) description: precision implantable pulse generator the explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to charge the ipg. It was also reported that one lead had a contact out. No device malfunction was suspected. The patient underwent an ipg and lead replacement procedure.